Event description:
It was reported that there is a possible lead fracture of the right ventricular lead. The pacing impedance has risen to 1550 ohms, impedances are steadily rising, there is evidence of lead noise oversensing, and there is no right ventricular capture during threshold testing. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there was a possible lead fracture of the right ventricular lead. The pacing impedance had risen to 1550 ohms, impedances were steadily rising, there was evidence of lead noise oversensing, and there was no right ventricular capture during threshold testing. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer tubing overlay melted, the outer insulation had cosmetic environmental stress cracking, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer overlay tubing and the outer insulation had a cosmetic depression.